Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the x-ray stopped during a procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced the hard disk bay and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis was performed when the issue happened. The procedure was delayed. The procedure was completed by the same system. The philips field service engineer (fse) visited onsite and found that reported problem. After reviewing log file fse confirmed x-ray stopped working due to a software malfunction. To resolve the issue fse replaced the hdd bay, after the replacement of hdd bay, the system was returned to use in good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was delayed, and the system is restarted after some time. The procedure was completed by restarting the same azurion system. This scenario includes that the system is restarted normally. Since the loss of motorized rotational resolved with normal restart and procedure is completed on same azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.